Event description:
Procedure type: lap gastric bypass. Patient: according to the reporter: intra-operatively, seamguard stapler line reinforcement used for the anastomosis. No blood loss occurred, and liver biopsy also performed. Hematemesis occurred post-operatively, and an upper gi epi injection was done to control bleeding. Site of bleeding was the gastrojejunostomy and a transfusion 500ml was given. No re-operation was needed. Hospital discharge was 2007.

Manufacturer narrative:
.